Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this patient fell down and fractured the right ventricular (rv) lead. The patient was not feeling the same since then. It was then assumed that the lead had fracture at clavicular region. The physician decided to surgically abandon the lead and put a new lead as replacement. This lead was no longer in service. No additional adverse patient effects were reported.